Manufacturer narrative:
B3. Date of event: reported events occurred on various dates ranging from (B)(6) 2023 to (B)(6) 2024. Exact date of event cannot be determined at this time. E1. Initial reporter phone#: (B)(4). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had issues with no data being detected, damaged packaging, damaged connector, and out-of-order data, rendering the product ineffective. This occurred with eight (8) products with the same lot number. There was patient involvement and no patient harm/adverse event reported. The exact event date cannot be determined at this time. Events occurred on various dates ranging from (B)(6) 2023 to (B)(6) 2024.

Manufacturer narrative:
D9. Date returned to mfg: 02-may-2024. H6. Investigation codes: updated. Investigation summary: eight (8) used units received for evaluation and decontaminated. Subassembly a950-02 of returned samples were subjected to the following testing: electrical testing: three (3) out of five (5) tested samples were found rejected during electrical test. From the eight (8) returned samples three (3) samples could not be tested at the electrical test due to equipment marking them as leaking. Vaccuum testing: three (3) out of eight (8) returned samples were found rejected during testing. Air leak testing: three (3) out of eight (8) returned samples were found rejected during testing. The three (3) returned samples were submerged into a container with water and air was applied to the device to identify the source of the leakage detected thru the vacuum and air tests. The three (3) devices leaked from subassy a950-02 as bubbles were observed to be formed through this component. The three (3) samples that leaked from pn: a950-02 and the three (3) samples that failed the electrical test were visually inspected by removing cover pn: 300-288 to verify the solder appearance. For the samples that leaked from pn: a950-02, the electrical boards exhibited corrosion condition. For the three (3) samples that failed electrical test, one exhibited solder excess and the other a lack of solder. Complaint is confirmed for the failure mode through the device analysis executed on the returned samples. CAPA-0008364 was initiated on 02/nov/23, to investigate root cause of electrical and leak issues on transtar assembly a950-02. Involved lots from pn: a950-02 were manufactured before CAPA initiation. The device history record of reported lot 4334499 was reviewed and it was observed that lot was sorted 100% for air leak through rework 1r4334499. DHR of lots 4332334, 4332338,4334662, 4334669 and 4340603 used subassy a950-02, which is related to condition reported was reviewed. As part of the process product is inspected 100% electrically. Results of these lots were reviewed and were found within specifications.